Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button failure) was confirmed. Upon evaluation, the switch connections were open at the rear response button. The cause of the response button failure is the open connection. The root cause of the open connection cannot be positively identified. No adverse event resulted from the defective response button.